Manufacturer narrative:
The investigation confirmed that a higher than expected vitros amon results were obtained using a single level of a non-vitros quality control tested on a vitros 5600 integrated system. The most likely assignable cause of the higher than expected vitros amon quality control results is an instrument event related to micro slide incubator contamination. The results of amon within-run precision testing demonstrated that the vitros system was not operating as expected. Following service actions, acceptable vitros amon performance was observed.

Event description:
The investigation determined higher than expected ammonia results were obtained from a single level of a non-vitros quality control fluid when using vitros amon slides on a vitros 5600 integrated system. Vitros amon results 90.6, 90.3, 108.2, 98.8, and 144.8 umol/l versus customer baseline mean 67.0 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. Ortho clinical diagnostics was not made aware of any allegation of patient harm as a result of this event. However the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event. (B)(4).